Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 had failed and required maintenance. The field service engineer found that drawer 5.2 was not recognized in diagnostics. The fse inspected the mother board (moab) and all pockets beneath it. After removing the drawer, the fse discovered that the retractor band was damaged and replaced it. The drawer was reinstalled, and all pockets functioned correctly. The customer was able to recover and inventory the items in the drawer, and the drawer tested successfully in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sl 5east 2 main drawer 5.2 failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.